Event description:
Pt reported, he received an automatic off alert on his device, but he does not have special programming. Pt stated that, the alarm was not loud enough, so the device went into stop and was not delivering insulin. Pt's blood glucose elevated to 225 mg/dl (normal=100 mg/dl). Pt checked history to ensure that the history showed the automatic off alert. Pt self-treated with a bolus to reduce blood glucose; while still on the phone the pt's blood glucose was down to 140 mg/dl. Pt stated he is currently feeling great.